Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experiencing hyperglycemia and insulin pump received insulin flow block alarm. Blood glucose level was 30.3 mmol/l and it was treated with insulin. It was unknown whether the customer was using suto mode feature or not. Customer checked bolus speed test and insulin exited. Insulin pump will not be returned for analysis.